Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 20, 2015. (B)(4). The actual device was not returned so the investigation was limited to the inspection of a retention sample from the same lot and the review of the device history record. Since both confirmed no anomalies and product performance specification were met, a definitive root cause could not be determined. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as, "using sterile technique, securely tighten the top large venting luer (blue) on the shunt sensor(s) [after gas calibration]." All available information has been placed on file in quality management for appropriate tracking, trending, and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the shunt sensor leaked. The leak occurred at a connector, but it is unknown which connector. No patient involvement as this event occurred during setup. Product was changed out. Surgery was completed successfully.